Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer stated that they received questionable elecsys anti-tshr immunoassay (anti-tshr) results for 7 patient samples on the cobas e 411 immunoassay analyzer. The customer had received an alarm prior to the calibration and initially did not accept the calibration. The customer later accepted the calibration and then received the questionable results. Of the data provided, there was an erroneous result for one patient sample. The initial anti-tshr result was 0.602 iu/ml and the repeat result was 0.344 iu/ml. The repeat result was believed to be correct. Erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The anti-tsh reagent lot number was 00283568 with an expiration date of 28-feb-2019. Based on review of the provided data the calibration and qc were acceptable.

Manufacturer narrative:
Based on review of the provided calibration and quality control data, a general reagent or analyzer issue was not suspected. The investigation was unable to find a definitive root cause.